Manufacturer narrative:
Correction to field e1: initial reporter title. Correction to field e1: initial reporter first name. Correction to field e1: initial reporter last name. Correction to field e1: initial reporter facility name. Correction to field e1: initial reporter address 1. Correction to field e1: initial reporter city. Correction to field e1: initial reporter state. Correction to field e1: initial reporter country. Correction to field e1: initial reporter zip/post code. Correction to field e1: initial reporter phone. Correction to field e1: initial reporter fax. Correction to field e2: health professional. Correction to field e3: occupation. Correction to field e3: occupation (other). Correction to field g2: report source. Correction to field b1: adverse event/product problem. Correction to field b2: outcomes attrib to adv event. Correction to field b5: describe event or problem.

Event description:
It was reported that this pacemaker exhibited pacing inhibition due to crosstalk oversensing of atrial signals on the ventricular channel. No asystole was reported. Technical services (ts) provided potential reprogramming options. The caller will talk over the options with the doctor. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was reprogrammed. The patient was monitored overnight and went home the following day. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited pacing inhibition due to crosstalk oversensing of atrial signals on the ventricular channel. No asystole was reported. Technical services (ts) provided potential reprogramming options. The caller will talk over the options with the doctor. The device remains in use. No adverse patient effects were reported.